Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, suggestive of failure to infuse related to the motor component; the user restarted the device, performed a rewind, disconnected prior supplies, completed a dry run through fill tubing to (B)(4) units without alerts, and was advised to perform a full supply change with new connectors and cartridge before resuming insulin delivery, with replacement supplies arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem associated with a stalled motor consistent with failure to infuse and the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.